Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed several unexplained power on reset events, and multiple power on reset events after call service 054/052 slave communication error alarms. The returned battery cap was undamaged. The battery cap contact were within specifications. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find moisture corrosion to the internal components. The intermittent power complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and below the grip pad. Additionally, evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.